Manufacturer narrative:
A review of the DHR and inspection records was conducted for the reported lot number and no deviations or non-conformances were found. One sample was returned for review. Visual inspection of the sample found that the hub of the catheter was returned detached from the tubing, with a small section of tubing still attached. A hemostat was used to crimp the tubing so that the section of the catheter could be tested. Functional testing of the catheter section confirmed leakage just below the strain relief. Under magnification, a pin hole was observed. Since the device was returned used, a definite root cause for the damage to the catheter could not be established. Possible causes for the damage could be related to an event within the assembly, unit storage, packaging of the product or mishandling of the product in the user environment. Since a definite root cause could not be established, no corrective action is possible at this time. Argon will continue to monitor for recurrence of this issue. Additional information provided in d.9., h.3., h.6. And h.11.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Leaking below hub at reinforced purple portion before numbering.